Event description:
It was reported that the patient presented in clinic for an upgrade procedure from a pacemaker to an implantable cardioverter defibrillator (ICD) on (B)(6) 2025. It was noted that the ICD showed no response to the leads being plugged in. The ICD was not sensing intrinsic electrical activity. The leads were disconnected and tested through a pacing system analyzer (psa) and were noted to function appropriately. The physician elected to use a different ICD which proved successful. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported complaint of failure to sense was confirmed. Complaint of header anomaly was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Electrical testing revealed an inadequate internal supply signal due to an anomalous component on the hybrid.